Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n314553, implanted: (B)(6) 2012, product type accessory; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient noticed last night that she could not charge her implantable neurostimulator (ins). Today telemetry could not be performed with the 8840 (clinician programmer), patient programmer (pp) or recharger. The patient has not charged in over 45 days. The antenna locate feature did not resolve the issue. The company representative was going to wait while the ins charges and would clear the power on reset (por) after 25% was achieved. It was later reported in the day that the patient was home now and was ¾ charged but a por screen displayed. The patient was going to be seen tomorrow to have the por cleared with an 8840. The patient¿s device put her into spasm and she was unable to connect with the pp. The patient saw her health care provider (hcp) for reprogramming this morning. The ¿call your doctor¿ icon displayed with the warning por. It was additionally reported that the patient experienced an overstimulation sensation. The ins went into overdischarge. Just a mome nt ago the patient reported ¿uncontrollable stim.¿ it noted that the patient had not pressed any buttons. The patient was going to be assisted with a physician mode recharge (pmr) and be instructed not to use the recharger or pp until tomorrow when the por will be cleared. It was later reported that shocking occurred. A triangle por occurred. The patient was in a deep discharge and the 60 minute clock was started. At the reprogramming session previously reported the doctor had to leave the office and the patient completed clock at home, she was able to normally recharge. The patient accidentally hit the on button and received unpleasant stimulation on the right side of implant. The patient started the 60 minute clock to stop stimulation. It was noted that reprogramming was performed. It was confirmed that the por was removed with the ¿8850¿ and normal stimulation coverage was resumed.